Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd carry over involving patient samples occurred. No injuries were reported. The following information was provided by the initial reporter: in fact, the pinch valve issue can cause the sit flush to not be performed sufficiently, which can then lead to sample carryover. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2.:carryover between patient samples.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: based on the investigation results, the issue with carryover was confirmed. The cause of the complaint was determined to be a bad pinch valve. The customer had initially reported carryover observed on this instrument and a bd application specialist contacted them to discuss the issue. The application specialist recommended a replacement of the pinch valve, and following the replacement of the pinch valve with an isolation valve in a future work order, the instrument was functioning as expected per bd specifications. There was no impact to customer or patient safety due to this event. A return sample was not requested for evaluation as the root cause of the issue was identified without requiring a sample analysis.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd carry over involving patient samples occurred. No injuries were reported. The following information was provided by the initial reporter: in fact, the pinch valve issue can cause the sit flush to not be performed sufficiently, which can then lead to sample carryover. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Carryover between patient samples.